Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A pusher wire, coil and introducer sheath were returned for this complaint. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. Residues of dry blood were noted inside the introducer sheath. The coil was stuck inside the introducer sheath. The pusher wire was inspected and no anomalies was noted. The coil was found kinked and stretched. The pusher wire was advanced through the introducer sheath, however, resistance was felt inside the introducer sheath due to dry residues of blood and it was necessary to cut the introducer sheath in order to release the coil. Microscopic inspection of the pusherwire was performed and observed that the proximal end had a smooth surface. The interlocking arm was inspected and no anomalies were noted. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected and it was found detached, and it was not returned. Dimensional inspection of the pusherwire that could be measured were performed and were within specifications. Dimensional inspection of the main coil as performed and revealed that the outer diameter (od) of the zap tip and od of the primary coil were within specifications. However, there were lacking coil fiber bundles.

Event description:
Reportable based on device analysis completed on 01sep2020. It was reported that coil delivery was not smooth and could not be pushed. The target lesion was located in the severely tortuous left femoral artery. A 22mm x 60cm interlock was selected for use. During procedure, it was noted that the coil delivery was not smooth and it could not be pushed. The device was then retracted. Subsequently, flushing inside the microcatheter and extending the bending of the parent catheter was tried to perform several times but the delivery was not really smooth. The procedure was completed with another of the same device. There were no complications reported and patient was good post procedure. However, device analysis revealed coil interlocking arm detached, not returned and lacking coil fiber bundle.